Manufacturer narrative:
Correction of initial emdr on b3, b5, h6, f10 and d6b. B3: approximated based on the date the manufacturer became aware of the event d2b: qrb the device was not returned to boston scientific for analysis therefore a technical analysis could not be performed and the complaint could not be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint and the information available boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) in order to upgrade the device. The location of the device is unknown. No additional information is available at this time.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.d2b: qrb.